Manufacturer narrative:
Follow-up #1: date of submission 03/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged blank display issue was duplicated. The pump powered up to a blank display screen with auditory and vibratory features. The remaining functional test could not be completed due to the blank display issue. Pump casing was opened and no intermittent conditions were found with the display circuit. Further investigation revealed an intermittent defect on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that upon battery insertion, the pump powered up to a black display screen with auditory and vibration features. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.